Event description:
No further event information available, at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted, to relay additional information. Verified item lot combination and reviewed manufacturing date as returned item # 42517000303, lot #: 63837155, exhibits signs of repeated use. And the post feature has fractured off all pieces. Were not returned reference attached photographs. Medical records were not provided. Device history records was reviewed, and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information, which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The tasp broke when taking it apart in spd.